Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch select meter is giving error 2 issue. The complaint was classified based on the customer care advocate (cca) documentation. The error 2 issue began on (B)(6) 2014. The patient manages his diabetes with oral medication. There was no action taken based on the reported issue. 2 days after the onset of the error 2 message, the patient reportedly had symptom of ¿sweat.¿ there was no report of any required medical intervention. The reported issue was not resolved with training. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the error 2 message began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.